Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with vizigo sheath for which biosense webster¿s product analysis lab (pal) identified the inner walls of the vizigo sheath partially torn off the inner walls. While prepping the vizigo sheath, there was resistance when trying to advance the dilator into the sheath. The vizigo sheath was replaced and the issue resolved. The procedure continued. There was no patient consequence reported. Additional information was received. The resistance was between devices. The resistance did not result in any damage to the sheath. Resistance when trying to put catheter/dilator into the sheath. The resistance did not result in any damage to the dilator/catheter. The dilator/catheter were not able to move within the sheath. The resistance did not result in high force to move the catheter and the catheter was not slipping out of the sheath. The dilator/catheter was stuck in the sheath due to high resistance and not sheath blockage. No needle, dilator met with resistance in the sheath. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 05-feb-2026, found the polytetrafluoroethylene (ptfe) from the inner walls of the vizigo sheath partially torn off the inner walls. The event was originally considered non-reportable, however, bwi became aware the inner walls of the vizigo sheath partially torn off the inner walls on 05-feb-2026 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation was completed on 05-feb-2026. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 15-jan-2026. Following j&j medtech procedures, a visual inspection and borescope examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the sheath and the dilator. Afterward, the dilator was introduced and unusual resistance was felt in several sections of the sheath. The shaft was inspected from the inside and the polytetrafluoroethylene (ptfe) from the inner walls of the vizigo sheath was found partially torn off the inner walls. A device history record was performed for the finished device batch number, and no internal actions were identified. The scratch marks could be related to the resistance with sheath issue reported by the customer; therefore, the complaint was confirmed. The ptfe partial detachment could be related to the procedure while the catheter or needle was introduced and/or removed from the sheath using excessive force to advance, however, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).